Manufacturer narrative:
Per the field service representative (fsr), he had the customer go through the service screen. They found the last measured discharge (lmd) was at 179 (should have been 180). The fsr had the customer put in the message "new battery." This reset the lmd to 180. The customer is going to charge the system overnight and check the lmd afterward.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer received an error message "battery back-up may not be working." The perfusionist (ccp) could see on the central control monitor (ccm) that they had plenty of battery back-up available. The device was not changed out, as they used the system for the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.